Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v252498, implanted: (B)(6) 2009. Product type: lead: product ID 3387-40, lot# j0306938v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced redness and warmth at the battery site. Antibiotics were administered; however, infection did not exist at the time of the report. A supplemental report will be submitted if additional information becomes available.